Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The procedure treated the 90% stenosed target lesion located in a shunt in an unspecified vessel. A 6.0x40mm mustang was advanced for treatment but ruptured on the first inflation at 15 atms. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The procedure treated the 90% stenosed target lesion located in a shunt in an unspecified vessel. A 6.0x40mm mustang was advanced for treatment but ruptured on the first inflation at 15 atms. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device found a longitudinal tear in the middle section of the balloon. The tear measured approximately 1cm in length. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).